Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the returned complaint device revealed a horizontal crack around the base of the chamber dome. The crack was observed below one port and stretched to the hinge bracket. Residue was observed at different locations both inside and outside of the chamber dome. Conclusion: the residue found on the chamber dome suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environment (B)(6)al stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chamber leaked water and that the leak occured from between the chamber dome and base plate. This was found after some hours of use. No patient consequence was reported.